Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). (UDI) is unknown. No product information has been provided to date. G5 510k is unknown. No information has been provided to date. A review of the device history records shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of product. A product sample was received for evaluation. Visual and functional testing were performed. One sample was with its opened original packaging inside a ziploc bag. The sample was visually inspected with a 12 inches distance under normal conditions of illumination. During the visual inspection, the sample was found to have a tear. During the functional testing the sample did not pass the leak test. The root cause was related to the manufacturing process. As preventive action a corrective action prevention plan has been opened in order to implement proper corrective actions.

Event description:
It was reported that during a pre-use air leak check, the customer found leakage of air from the product. No patient injury was reported.